Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) atrial and ventricular bores were able to hold a .10079 inch pin gauge. Is leads were fully inserted into the atrial and ventricular bores; setscrew were tightened to one click on a medtronic torque wrench and slightly tugged. The result was the leads remained in original position. No anomalies were found. There was grommet damaged.

Event description:
Report received indicated that at the end of the operation, there was oversensing on the rv lead. In addition when reconnecting the rv lead, there was blood seen in the connector. The device was replaced with a new device. No patient complications have been reported as a result of this event.